Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin, during the load sequence. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that multiple cartridges were leaking from the o-ring. Customer loaded a new cartridge to address the issues. Customer¿s blood glucose level was 150-300 mg/dl.